Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is still well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was returned in a plastic beaker. The stent is severely deformed over its entire length. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment of a severely calcified pre-dilated lesion (95 percent stenosis degree) in the moderately tortuous proximal lad. After stenting the proximal lesion, an attempt was made to place a 2nd stent distal to the 1st one, but the complaint device was unable to cross the 1st stent. When removing from the guide through hemostatic valve, it was noticed that the stent slipped in front of balloon. Delivery system and stent were removed from sterile field and a new orsiro was deployed.